Event description:
A ventilator was returned to a third party service center with an allegation the ventilator's display was blank. The device was not in patient use. During evaluation at the third party service center the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.